Manufacturer narrative:
A follow up will submitted when additional information become available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (cardiohelp) has been manufactured on year. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
It was reported that there was constantly bubble alarm, which occurred during training with test kit (not on patient). The alarm cannot be turned off or restored. The cable of the flow/bubble sensor has visible damage and needs to be replaced. No harm to any person has been reported. As a flow bubble sensor issue, can lead to a pump stop, if the intervention is set by the user, a report is required. Complaint ID: (B)(4).